Event description:
The straight long saber attachment was sent for service and it overheated during performance testing at the MFR. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. The reportable event occurred during service.